Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Based on the limited information received, a conclusive cause for the pvl could not be determined. The received information does not indicate a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and ten months post implant of this transcatheter bioprosthetic valve, a valve-in-valve was performed to treat severe paravalvular leak (pvl) using a non-medtronic transcatheter valve. Post procedure the pvl was still noted and a closure device was implanted. Following the implant of the closure device, there was central aortic regurgitation (ar). To address this central ar, another valve-in-valve was performed using a 34 mm medtronic transcatheter valve. No additional adverse patient effects were reported and the patient was discharged in stable condition.